Manufacturer narrative:
Additional information received via email on 20-sep-2021 and attached to complaint: events occurred during testing, and not while in use with the patient. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, the dso (downstream occlusion) sensor was stuck at 134mv and would not calibrate. The dso was inoperable and it was replaced during repair. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that the downstream occlusion voltage of the smiths medical cadd solis vip pump was stuck at 134mv. No adverse effects were reported.